Event description:
While positioning a pt in the or the head section came off of the table and the pts head jerked down.

Manufacturer narrative:
Upon eval of the situation the user did not have the head section properly attached to the table. Customer is unwilling to provide serial number of table involved. During previous eval at this facility 50% of the tables were found to have at least 1 of the head rest lock knobs loose or not engaged to the head rest.